Manufacturer narrative:
Reporter is a mitek employee. A manufacturing record evaluation was performed for the finished device part number 225370 lot u1811145, and no non-conformances were identified. The complaint device was received and evaluated. Visual observation revealed no visible damage on the shaft, handle or plug. Saline residue was evident in the suction tube. The device tip shows no obvious signs of use. During functional testing performed, output short message appeared on ablate and the coagulate did not function. Hence, this complaint can be confirmed. The device was sent to the manufacturer for further evaluation and testing. The following results were reported: the complaint device would not correctly activate on either ablate or coagulate. It was established that the continuity value across the active crimp was outside of specification. Therefore, the customer reported defect was confirmed. The device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document. The current risk severity category is classed as alra with an anticipated frequency of ¿probable¿ (<10¯3 and =10¯4) and a failure severity of minor (results in temporary injury or impairment not requiring professional medical attention). A review of our complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. Furthermore, a device history record (DHR) review has been performed for both the complaint devices; no issues (nonconformance reports (ncrs) or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore, no containment or correction action related to the individual complaint is required. As detailed in the product control plan this product is 100% inspected for continuity as part of its product test regime therefore all reasonable containment is in place and additional process containment work is not considered necessary therefore no containment or correction action related to the individual complaints is required. Relevant actions have been taken to address the issue. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder repair procedure, two of the customer's vapr s90 electrode 4.0mm suction with integrated handpiece had issues. The electrode with lot number u1811219, when plugged into the generator was recognized, but would not power on. The electrode with lot number u1811145, when plugged into the generator was recognized, but was reading 260/120 and should not be reading that. The sales representative stated that both electrodes were tried with a second generator and the same issue occurred. The procedure was completed with a third like electrode with no patient harm but there was a ten (10) minute surgical delay to the case. It was further determined that the electrode would not coagulate. This is report 2 of 2 for (B)(4).